Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance trend on the rv defibrillation coil was variable, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the trend on the svc defibrillation coil was variable. From 2014-09-30 through 2016-04-12 svc coil impedance varied between 47-201 ohms. From 2014-09-30 through 2016-04-12 rv coil impedance varied between 40-186 ohms. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 407645, lead, implanted: (B)(6) 2010; 419678, lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency room after lead alerts triggered on the right ventricular (rv) lead. There were high impedance spikes, and a variability in impedance readings observed with the superior vena cava (svc) and rv coil portions of the lead. The svc was turned off, and subsequently the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.